Event description:
It was reported that the user experienced a low glucose reading earlier in the day followed by hyperglycemia to 200 mg/dl and expressed concern that the pump did not deliver sufficient insulin; the user also noted a discrepancy between a fingerstick value of 64 mg/dl and a pump-displayed value of 40 mg/dl, and later returned to range before rising again, while device review showed no active issues or prior alerts and the user employs an inset infusion set. Symptoms included hypoglycemia followed by hyperglycemia. Outcomes included the use of oral glucose and self-recovery without hospitalization. Investigation included a review of device status and alert history. Investigation of this case revealed no device alarms or malfunctions during the timeframe and no confirmed device performance issue, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.